Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year - 2 1/2 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported local infection during the implant removal surgery. The patient will require another surgical intervention.